Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of malfunctioning hubs could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20075405 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that smallbore 6 inch ext vlv hubs malfunctioned. The following information was provided by the initial reporter: material no:20039e, batch no: 20075405. It was reported that the hubs malfunctioned. Injuries or adverse event: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv hubs malfunctioned. The following information was provided by the initial reporter: material no:20039e, batch no: 20075405. It was reported that the hubs malfunctioned. Injuries or adverse event: no.